Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the reported fracture could not be confirmed because a partial lead was returned. The partial lead exhibited normal characteristics.

Event description:
It was reported that the right ventricular lead was fractured. The lead was cut and explanted. The patient was fine.